Manufacturer narrative:
Final analysis found that the device could not be interrogated due to low battery voltage. The device tested on the bench and no anomalies were found. The cause of battery depletion could not be determined.

Event description:
New information noted that the device was explanted on (B)(6) 2016. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The implantable cardiac monitor could not be interrogated; an error message was displayed. No intervention has been performed at this time. The patient's condition was stable.